Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that pro-rinse irrigation probes broke during use. No injury occurred.

Manufacturer narrative:
Summary: 35 prorinse irrigating probes 30g in loose with broken seal were returned. These probes were observed, none of them is damaged (not broken and not bent beyond 10°) or clogged. The involved probes used by the customer and dmaged during usen are not available and cannot be analyzed. Nothing unusual to report was found during dhrs review (wip lot #1746245 - packaging batch #1759188, #1763978 or #1765533). Root causes are not identified. We will track this kind of event and monitor the trend. For information, prorinse probes are devices which are intended to be passively inserted inside the canal to treat. Only a ligth pre-curvation of the tube from the customer is allowed but it does not exceed 25°.